Event description:
It was reported that during an unk procedure, the device only cut but did not suture. The procedure was carried out and finished by using a different device. No adverse pt consequences.

Manufacturer narrative:
Date sent: 12/9/2008. Info anticipated, but unavailable at this time.